Event description:
Caller reported that the all the inform meter connector pins were blackened as if they were burned. No adverse event reported. A request was made for the return of the meter, replacement was sent.